Event description:
During the use of the tilt table to assess patient for positional vertigo, wired remote to control up/down movement became glitchy and would move table in varying up/down positions - even if not touched. Table continued to invert patient beyond desired position and patient was assisted into a seated position in chair.